Manufacturer narrative:
Note: a2 (date of birth). The patient's year of birth was reported as 1950 with no specific date of birth or age provided. This information has been captured on this report as 1950-01-01. Clinical review: there was no indication the patient experienced a serious injury, blood loss or required advanced medical care beyond addressing the patient¿s hypersensitive reaction and ongoing hd therapy support. This is evidenced by the patient¿s ability to continue with an additional hd treatment with a competitor dialyzer following this event. Additionally, in the instructions for use in the coral series of dialyzers, it cautions users of the risk of hypersensitivity and/or allergic reactions as a result of dialyzer use. Based on the available information, it can be concluded the patient¿s reaction was more than likely based on intrinsic physiological factors and not by a malfunction or deficiency of the coral fx600 dialyzer. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported to fresenius that a possible dialyzer reaction occurred during the patient's hemodialysis (hd) treatment. It was stated upon initial reporting that approximately 10 minutes after treatment initiation the patient experienced mild diastolic hypotension (100/55 mmhg), diaphoresis, and mild peripheral oxygen desaturation (approximately 84 to 85%). Chest auscultation presented with anterior and posterior diffuse wheezing with bronchospasm. The patient was administered a one-time dose of 100 mg hydrocortisone (route not reported, presumably intravenous) with suboptimal effect. The clinical team determined to exchange the patient¿s dialyzer to a more biocompatible product with a sureflux dialyzer (a non-fresenius product) which abated the patient¿s reaction with resolving symptoms. An additional 100 mg of hydrocortisone with to 25 mg of hydroxyzine was prescribed to address ongoing symptoms. The patient was able to continue with hd treatment on the same day with the competitor dialyzer. It was noted that the patient was on hd therapy for a total of 27 days at the time of event. The patient had also received a first series hepatitis b vaccination on the same day of event, prior to the start of hd treatment. Additionally, the patient¿s reception of the first series of the hepatitis b vaccine carries no clinical significance with this event as vaccine administration would not affect the efficacy of steroid administration in hypersensitivity or allergic reactions. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility nurse reported to fresenius that a possible dialyzer reaction occurred during the patient's hemodialysis (hd) treatment. It was stated upon initial reporting that approximately 10 minutes after treatment initiation the patient experienced mild diastolic hypotension (100/55 mmhg), diaphoresis, and mild peripheral oxygen desaturation (approximately 84 to 85%). Chest auscultation presented with anterior and posterior diffuse wheezing with bronchospasm. The patient was administered a one-time dose of 100 mg hydrocortisone (route not reported, presumably intravenous) with suboptimal effect. The clinical team determined to exchange the patient¿s dialyzer to a more biocompatible product with a sureflux dialyzer (a non-fresenius product) which abated the patient¿s reaction with resolving symptoms. An additional 100 mg of hydrocortisone with to 25 mg of hydroxyzine was prescribed to address ongoing symptoms. The patient was able to continue with hd treatment on the same day with the competitor dialyzer. It was noted that the patient was on hd therapy for a total of 27 days at the time of event. The patient had also received a first series hepatitis b vaccination on the same day of event, prior to the start of hd treatment. Additionally, the patient¿s reception of the first series of the hepatitis b vaccine carries no clinical significance with this event as vaccine administration would not affect the efficacy of steroid administration in hypersensitivity or allergic reactions. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample is not available to be returned to the manufacturer for physical evaluation. Furthermore, retention sample analysis was not performed due the small number of samples available and the unlikelihood of failure detection after 100% testing. A review of the batch records was performed. (B)(4) products were inspected according to protocol and found to be conforming to specifications. The inspection includes the rinsing and sterilization parameters, where no deviations occurred. No indication for any relationship with the reported failure mode has been found during the review.